Manufacturer narrative:
Product was not specified by the customer and no product will be returned to manufacturer. This report is based solely on the information provided by the customer. An investigation of our complaint records found other similar complaints. Of those events where product was returned, excessive force and/or wear and tear has contributed to the malfunction. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). No product return at this time.

Event description:
Customer reported patient, restrained to a stretcher, was able to defeat the posey soft restraint. The date the issue was discovered is unknown and no patient or caregiver injury was reported.